Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut down unexpectedly during the night without annunciating an alarm. The customer went the emergency room after experiencing a blood glucose (bg) level of 392 (mg/dl) and small ketones. While in the emergency room, the customer was treated with intravenous insulin and fluids. The customer was released later the same day with a bg level of 219 (mg/dl).

Manufacturer narrative:
Hospitalization removed.

Manufacturer narrative:
Follow-up: the customer followed up and a review of the pump logs show the battery depleted abnormally prior to entering storage mode. The customer will continue to use the pump and/or manual injections until a replacement pump is received.